Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy, but was working with their physician or company representative. Appointments were scheduled for (B)(6) 2013 and (B)(6) 2013. The next appointment was to put in a "new unit" because their unit was "defective". No further information was provided. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va00qex, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient lost control of her symptoms and could not adjust parameters to help her. Patient had wire caught on bedding and 'pulled it out.' The patient was unable to feel stimulation when stimulation was turned on. The patient switched programs and was able to feel stimulation again. Additional information has been requested, but was not available as of the date of this report.